Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing coronary planned treatment/non-emergency treatment. The procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that there was issue with geometry module and the rotary switch on the back does not work. Upon troubleshooting, fse found that the geometry module was malfunctioned. The philips engineer replaced geometry module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's c-arm moved in an unintended direction when using the geometry module. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced geometry module. The device was returned to use in good working order.